Event description:
A product of review personal products company stim-u-dent plaque removers (mint flavor) has a disturbing taste, not a mint taste. I have used stim-u-dent for tens of years and have never experienced anything like this. This lot 1320c was made in (B)(4) and is packaged in a differently colored package. I contacted the manufacturer and they claim to know about, to be aware of quality issues, and said they would send me replacements. I am concerned as to what has been used to MFR this product. I have all but two "picks". I would be happy to send them to you.